Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the device displayed error code e063 (err_stuck_knob_key), and e066 (err_stuck_encoder_b). The service technician also noted dust fail contamination. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.